Event description:
It was reported that a cerebral hemorrhage complication occurred during surgery on a deep brain stimulation patient. Additional information has been requested, but was not available as of the date of this report.